Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation against the reported condition. This device was visually and functionally tested (clamp, clear passage, leak) per product specifications. The outside spike diameter was also measured and found to be within the appropriate measurements. These testing methods were unable to confirm the reported condition, as the device functioned within the desired specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spike connector cover was separated from the spike of the transfer set during use. There was no patient injury or medical intervention reported. Additional information was requested and is not available. This is report 1 of 2.